Event description:
This supplemental report is being filed to provide additional information that the electrode was explanted. A new electrode was implanted and connected to the chronic pulse generator. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The noise could be recreated during clinic testing. The system was programmed off and the doctor will place a life-vest on the patient while waiting for an x-ray and further testing. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The noise could be recreated during clinic testing. The system was programmed off and the doctor will place a life-vest on the patient while waiting for an x-ray and further testing. There were no additional adverse patient effects.